Manufacturer narrative:
(B)(4).

Event description:
It was reported during implant in the patients atrium, the lead helix would not retract after several repositioning attempts. The lead exhibited high impedance , sensing anomaly and loss of capture the lead was not used and a new lead was placed successfully. The patient was stable post procedure.

Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.